Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that moved on balloon occurred. A 3.00 x 24 synergy ii drug eluting stent was selected for used. However, during the preparation for a percutaneous coronary intervention the device was distally shifted from balloon prior to load onto the wire. The procedure was completed with a new stent. There were no patients complications reported.

Manufacturer narrative:
A4: weight: 69.1. Device evaluated by MFR: a 3.00 x 24 synergy ii des was returned for analysis. The device was returned and stent damage was observed with struts from proximal to distal region lifted and pulled distally over the distal balloon cone and tip. The outer diameter measurements were within specification. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that moved on balloon occurred. A 3.00 x 24 synergy ii drug eluting stent was selected for used. However, during the preparation for a percutaneous coronary intervention the device was distally shifted from balloon prior to load onto the wire. The procedure was completed with a new stent. There were no patients complications reported.